Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure error was found in the device's error log. The internal battery needs to be replaced in order to resolve the issue. The device powered on and operated as it should. No repairs were performed. The unit has been scrapped.